Manufacturer narrative:
Device passed displacement test. Unit was received with minor scratched lcd window and missing serial number label.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by mother that the liquid crystal display screen has scratch. The blood glucose value was 184.4 mg/dl at the time of incident. The pump was neither bumped nor dropped. Customer states the pump does show signs of physical damage. The scratch extended from top to bottom of the screen. Customer states they cannot read the display. The customer advised to discontinue use of the pump and revert to backup plan. The pump needs to be replaced. The mother satisfied with replacement.